Manufacturer narrative:
The softclix plus lancet device is the suspect product.

Event description:
The manufacturer's evaluation of the returned lancet device revealed that the lancet carrier is not fully retracting, resulting in the lancet protruding from the device's end-cap. No associated injury was reported. The problem was first discovered at the manufacturer's domestic evaluation site.